Event description:
It was reported by the surgeon that the pt was dislocating. New 32 head and 20 degree liner were implanted.

Manufacturer narrative:
Associated device: 28mm +5 ctaper head, catalog# 06-2805, lot# 38390304. Additional info has been requested and if received, will be provided in the supplemental report.